Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during service and evaluation, it was determined that the small battery drive device unit ran continuously without pressing the trigger and the components and motor were extremely corroded. It was further determined that the device failed pretest for check the function with the pen drive console, compatibility between the small battery drive device and the small battery drive device ii, triggers and the electronic control unit function and check the off/oscillation/on switch mode function. It was noted in the service order that the device had an unknown malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.